Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported a capsular contracture baker grade iii against the left side implant and later it was found to be completely ruptured during surgery. The device was explanted. A capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening side assessed as unidentified (tear) opening. (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observation.

Manufacturer narrative:
Continued h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contralateral side "rupture per mammogram, plus capsular contracture baker grade unknown" later confirmed as baker grade iii.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported a capsular contracture baker grade iii against the left side implant and later it was found to be completely ruptured during surgery. The device was explanted. A capsulectomy was performed.